Event description:
Pt experienced tissue growth (ossification) at the area of the dynamic part of the implant. Pt has been reoperated ((B)(6), 2010) and once again there is some tissue growth visible. The surgeon assumes that there may be an infection. This is 2 of 5 reports fort this event.

Manufacturer narrative:
No conclusion can be drawn, investigation not complete. A device history record review has been requested.